Manufacturer narrative:
Full address line 1: (B)(6). The subject device has been returned to an olympus repair center for preliminary evaluation and inspection, and the customer's reported problem has been confirmed. This investigation is ongoing, and additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer contacted olympus to report a b30, "scope communication error," error message coming from their evis exera xenon light source. The error message showed regardless of connected devices, and the gold contacts had been cleaned. No patient or user harm has been reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a faulty scope module/connector. Olympus will continue to monitor field performance for this device.